Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pelvic pain"), crohn's disease ("crohn's disease"), abdominal pain ("severe abdominal pain") and tooth disorder ("dental") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervix biopsy from 1995 to 2001, pap smear abnormal, multigravida, parity 2, live birth in 1996 and live birth in 1998. No history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: ortho-novum 777. On an unknown date, the patient had essure inserted. In 2003, the patient experienced arthralgia ("joint pain"). In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/painful during intercourse (chronic)"). In 2011, the patient experienced pain ("all over body pain (throbbing)"). In 2014, the patient experienced abdominal pain upper ("stomach (stabbing, ripping, taring)"). On an unknown date, the patient experienced crohn's disease (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines/migraines worsened"), rash ("rashes"), dyspnoea ("short of breath"), palpitations ("heart palpitations"), dyspepsia ("heartburn"), eczema ("eczema"), irritable bowel syndrome ("chronic irritable bowel syndrome (ibs)"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), temporomandibular joint syndrome ("tmj"), weight increased ("weight gain"), amnesia ("memory loss"), tooth disorder (seriousness criterion medically significant), general physical health deterioration ("failed health") and treatment noncompliance ("did not use any birth control or contraception at any time following your essure placement procedure"). The patient was treated with duloxetine hydrochloride (cymbalta), gabapentin, trazodone, hydrocortisone acetate (hidrocortizon), amitriptyline and surgery (essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain, crohn's disease, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, rash, dyspnoea, palpitations, dyspepsia, eczema, irritable bowel syndrome, fibromyalgia, alopecia, temporomandibular joint syndrome, weight increased, amnesia, tooth disorder, abdominal pain upper, pain, general physical health deterioration and treatment noncompliance outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, crohn's disease, depression, dyspareunia, dyspepsia, dyspnoea, eczema, fatigue, fibromyalgia, general physical health deterioration, irritable bowel syndrome, migraine, pain, palpitations, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, treatment noncompliance, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. Diagnostic results: she underwent essure confirmation test. (B)(4). Most recent follow-up information incorporated above includes: on 11-jan-2018: events added- crohn's disease, chronic irritable bowel syndrome (ibs), fibromyalgia, hair loss, tmj, weight gain, memory loss, dental, chronic pain/pelvic pain, stomach (stabbing, ripping, taring), all over body pain (throbbing), failed health,did not use any birth control or contraception at any time following your essure placement procedure, did not use any birth control or contraception at any time following your essure placement procedure and joint pain added.historical conditions and treatment drugs added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pelvic pain"), crohn's disease ("crohn's disease"), abdominal pain ("severe abdominal pain") and tooth disorder ("dental") in an adult female patient who had essure (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use any birth control or contraception at any time following your essure placement procedure". The patient's past medical history included cervix biopsy from 1995 to 2001, pap smear abnormal, multigravida, parity 2, live birth in 1996, live birth in 1998 and migraine. No history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: ortho-novum 777. Concurrent conditions included body mass index normal. On (B)(6) 2005, the patient had essure inserted. In 2011, the patient experienced pain ("all over body pain (throbbing)"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). In 2014, the patient experienced crohn's disease (seriousness criterion medically significant) and abdominal pain upper ("stomach (stabbing, ripping, taring)"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("chronic irritable bowel syndrome (ibs)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse/painful during intercourse (chronic)"), migraine ("severe migraines/migraines worsened"), rash ("rashes"), dyspnoea ("short of breath"), palpitations ("heart palpitations"), dyspepsia ("heartburn"), eczema ("eczema"), alopecia ("hair loss"), temporomandibular joint syndrome ("tmj"), weight increased ("weight gain"), amnesia ("memory loss"), tooth disorder (seriousness criterion medically significant), general physical health deterioration ("failed health"), arthralgia ("joint pain"), tooth loss ("teeth loss"), dental caries ("tooth decay"), arthritis ("arthritis") and gastrointestinal pain ("digestive tract pain"). The patient was treated with duloxetine hydrochloride (cymbalta), gabapentin, trazodone, hydrocortisone acetate (hidrocortizon), amitriptyline and surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, crohn's disease, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, rash, dyspnoea, palpitations, dyspepsia, eczema, irritable bowel syndrome, fibromyalgia, alopecia, temporomandibular joint syndrome, weight increased, amnesia, tooth disorder, abdominal pain upper, pain, general physical health deterioration, tooth loss, dental caries, arthritis and gastrointestinal pain outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, arthritis, back pain, crohn's disease, dental caries, depression, dyspareunia, dyspepsia, dyspnoea, eczema, fatigue, fibromyalgia, gastrointestinal pain, general physical health deterioration, irritable bowel syndrome, migraine, pain, palpitations, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, tooth loss, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. She didi not sought medical treatment for hair loss, memory. Removal date provided as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. In 2002, she underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received: lot number and essure insertion date has updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain'), crohn's disease ('crohn's disease') and tooth disorder ('dental') in a 30-year-old female patient who had essure (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth in 1998, live birth in 1996, cervix biopsy from 1995 to 2001, pap smear abnormal, multigravida, parity 2, migraine, renal stone (patient had a history of renal stone in the past. She states that she has 11 stones on the right side and 9 stones on the left side and they are very small in size. She complains of more right renal angle pain for 2 days, now the pain is getting worse.), cancer, head injury, foot pain, endometrial biopsy, ear infection, fibrocystic breast disease, gerd, obesity, pid pelvic inflammatory disease, rheumatoid arthritis, sinus infection and hyperlipidemia. No history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: ortho-novum 777. Concurrent conditions included body mass index normal, rib pain, neck edema, chest pain, sore throat, cough, common cold, general body pain, flank pain, back pain, epigastric pain, left upper quadrant pain, nausea, emesis, frequency urinary, urinary tract infection, constipation, headache, bronchitis, sensation of heaviness, sputum, pneumonia, fever, diarrhea, weakness, thyroid disorder, confusion, anemia, stress incontinence, insomnia, anxiety, menorrhagia, dysmenorrhea, nicotine addiction, cystitis interstitial, assault, herpes labialis, adipositas, squamous cell metaplasia and adenomyosis. Family history included colon cancer. Concomitant products included allopurinol (uric), beta-lactamase sensitive penicillins, cefixime (flexeril), ciprofloxacin, doxycycline, hydrocodone bitartrate;paracetamol (lortab), lorazepam, olea europaea oil (olive oil), propranolol, propranolol hydrochloride (inderal), sulfamethoxazole;trimethoprim (cotrim), sulfamethoxazole;trimethoprim (sulfamethoprim) and varenicline. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2006, the patient experienced migraine ("severe migraines/migraines worsened"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dyspareunia ("pain during intercourse/painful during intercourse (chronic)"). In (B)(6) 2008, the patient experienced tooth loss ("teeth loss"). In 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced temporomandibular joint syndrome ("tmj"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). In 2011, the patient experienced pain ("all over body pain (throbbing)"). In (B)(6) 2013, the patient experienced amnesia ("memory loss"). In 2014, the patient experienced crohn's disease (seriousness criterion medically significant) and abdominal pain upper ("stomach (stabbing, ripping, taring)"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("chronic irritable bowel syndrome (ibs)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), rash ("rashes"), dyspnoea ("short of breath"), palpitations ("heart palpitations"), dyspepsia ("heartburn"), eczema ("eczema"), tooth disorder (seriousness criterion medically significant), general physical health deterioration ("failed health"), arthralgia ("joint pain"), dental caries ("tooth decay"), arthritis ("arthritis"), gastrointestinal pain ("digestive tract pain"), allergy to metals ("you are allergic to nickel or any other component of essure: yes\ you experienced a hypersensitivity reaction to nickel"), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with amitriptyline, duloxetine hydrochloride (cymbalta), gabapentin, hydrocortisone (hidrocortison), trazodone, root canal, extraction and surgery (underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, crohn's disease, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, rash, dyspnoea, palpitations, dyspepsia, eczema, irritable bowel syndrome, fibromyalgia, alopecia, temporomandibular joint syndrome, weight increased, amnesia, tooth disorder, abdominal pain upper, pain, general physical health deterioration, tooth loss, dental caries, arthritis, gastrointestinal pain, allergy to metals, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, arthralgia, arthritis, back pain, crohn's disease, dental caries, depression, dyspareunia, dyspepsia, dyspnoea, eczema, fatigue, fibromyalgia, gastrointestinal pain, general physical health deterioration, genital haemorrhage, irritable bowel syndrome, menstrual disorder, migraine, pain, palpitations, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, tooth loss, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. She didi not sought medical treatment for hair loss, memory. Removal date provided as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Ultrasound thyroid - on (B)(6) 2015: impression: 3 mm solid nodule in the mid left thyroid lobe and small cyst at the isthmus. Otherwise unremarkable thyroid ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Events added from pif- unusual bleeding, cramping, unusual periods. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pelvic pain"), crohn's disease ("crohn's disease"), abdominal pain ("severe abdominal pain") and tooth disorder ("dental") in an adult female patient who had essure (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use any birth control or contraception at any time following your essure placement procedure". The patient's past medical history included cervix biopsy from 1995 to 2001, pap smear abnormal, multigravida, parity 2, live birth in 1996, live birth in 1998 and migraine. No history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: ortho-novum 777. Concurrent conditions included body mass index normal. On (B)(6) 2005, the patient had essure inserted. In 2011, the patient experienced pain ("all over body pain (throbbing)"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). In 2014, the patient experienced crohn's disease (seriousness criterion medically significant) and abdominal pain upper ("stomach (stabbing, ripping, taring)"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("chronic irritable bowel syndrome (ibs)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse/painful during intercourse (chronic)"), migraine ("severe migraines/migraines worsened"), rash ("rashes"), dyspnoea ("short of breath"), palpitations ("heart palpitations"), dyspepsia ("heartburn"), eczema ("eczema"), alopecia ("hair loss"), temporomandibular joint syndrome ("tmj"), weight increased ("weight gain"), amnesia ("memory loss"), tooth disorder (seriousness criterion medically significant), general physical health deterioration ("failed health"), arthralgia ("joint pain"), tooth loss ("teeth loss"), dental caries ("tooth decay"), arthritis ("arthritis") and gastrointestinal pain ("digestive tract pain"). The patient was treated with duloxetine hydrochloride (cymbalta), gabapentin, trazodone, hydrocortisone acetate (hidrocortizon), amitriptyline and surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, crohn's disease, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, rash, dyspnoea, palpitations, dyspepsia, eczema, irritable bowel syndrome, fibromyalgia, alopecia, temporomandibular joint syndrome, weight increased, amnesia, tooth disorder, abdominal pain upper, pain, general physical health deterioration, tooth loss, dental caries, arthritis and gastrointestinal pain outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, arthritis, back pain, crohn's disease, dental caries, depression, dyspareunia, dyspepsia, dyspnoea, eczema, fatigue, fibromyalgia, gastrointestinal pain, general physical health deterioration, irritable bowel syndrome, migraine, pain, palpitations, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, tooth loss, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. She didi not sought medical treatment for hair loss, memory. Removal date provided as (B)(6) or (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. In 2002, she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pelvic pain"), crohn's disease ("crohn's disease"), abdominal pain ("severe abdominal pain") and tooth disorder ("dental") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervix biopsy from 1995 to 2001, pap smear abnormal, multigravida, parity 2, live birth in 1996, live birth in 1998 and migraine. No history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: ortho-novum 777. Concurrent conditions included body mass index normal. In 2002, the patient had essure inserted. In 2003, the patient experienced arthralgia ("joint pain"). In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/painful during intercourse (chronic)"). In 2011, the patient experienced pain ("all over body pain (throbbing)"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). In 2014, the patient experienced crohn's disease (seriousness criterion medically significant) and abdominal pain upper ("stomach (stabbing, ripping, taring)"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("chronic irritable bowel syndrome (ibs)"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines/migraines worsened"), rash ("rashes"), dyspnoea ("short of breath"), palpitations ("heart palpitations"), dyspepsia ("heartburn"), eczema ("eczema"), alopecia ("hair loss"), temporomandibular joint syndrome ("tmj"), weight increased ("weight gain"), amnesia ("memory loss"), tooth disorder (seriousness criterion medically significant), general physical health deterioration ("failed health"), treatment noncompliance ("did not use any birth control or contraception at any time following your essure placement procedure"), tooth loss ("teeth loss"), dental caries ("tooth decay"), arthritis ("arthritis") and gastrointestinal pain ("digestive tract pain"). The patient was treated with duloxetine hydrochloride (cymbalta), gabapentin, trazodone, hydrocortisone acetate (hidrocortizon), amitriptyline and surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, crohn's disease, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, rash, dyspnoea, palpitations, dyspepsia, eczema, irritable bowel syndrome, fibromyalgia, alopecia, temporomandibular joint syndrome, weight increased, amnesia, tooth disorder, abdominal pain upper, pain, general physical health deterioration, treatment noncompliance, tooth loss, dental caries, arthritis and gastrointestinal pain outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, arthritis, back pain, crohn's disease, dental caries, depression, dyspareunia, dyspepsia, dyspnoea, eczema, fatigue, fibromyalgia, gastrointestinal pain, general physical health deterioration, irritable bowel syndrome, migraine, pain, palpitations, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, tooth loss, treatment noncompliance, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. She didi not sought medical treatment for hair loss, memory. Removal date provided as (B)(6) or (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. In 2002, she underwent essure confirmation test. Cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 28-mar-2018: pfs was received events- "teeth loss, tooth decay, arthritis, digestive tract pain", reporter, concomittant and historical condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in a 30-year-old female patient who had essure (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth in 1998, live birth in 1996, cervix biopsy from 1995 to 2001, pap smear abnormal, multigravida, parity 2, migraine, renal stone (patient had a history of renal stone in the past. She states that she has 11 stones on the right side and 9 stones on the left side and they are very small in size. She complains of more right renal angle pain for 2 days, now the pain is getting worse.), cancer, head injury, foot pain, endometrial biopsy, ear infection, fibrocystic breast disease, gerd, obesity, pid pelvic inflammatory disease, rheumatoid arthritis, sinus infection and hyperlipidemia. No history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: ortho-novum 777. Concurrent conditions included body mass index normal, rib pain, neck edema, chest pain, sore throat, cough, common cold, general body pain, flank pain, back pain, epigastric pain, left upper quadrant pain, nausea, emesis, frequency urinary, urinary tract infection, constipation, headache, bronchitis, sensation of heaviness, sputum, pneumonia, fever, diarrhea, weakness, thyroid disorder, confusion, anemia, stress incontinence, insomnia, anxiety, menorrhagia, dysmenorrhea, nicotine addiction, cystitis interstitial, assault, herpes labialis, adipositas, squamous cell metaplasia and adenomyosis. Family history included colon cancer. Concomitant products included allopurinol (uric), beta-lactamase sensitive penicillins, cefixime (flexeril), ciprofloxacin, doxycycline, hydrocodone bitartrate;paracetamol (lortab), lorazepam, olea europaea oil (olive oil), propranolol, propranolol hydrochloride (inderal), sulfamethoxazole;trimethoprim (cotrim), sulfamethoxazole;trimethoprim (sulfamethoprim) and varenicline. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2006, the patient experienced migraine ("severe migraines/migraines worsened"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dyspareunia ("pain during intercourse/painful during intercourse (chronic)"). In (B)(6) 2008, the patient experienced tooth loss ("teeth loss"). In 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced temporomandibular joint syndrome ("tmj"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). In 2011, the patient experienced pain ("all over body pain (throbbing)"). In (B)(6) 2013, the patient experienced amnesia ("memory loss"). In 2014, the patient experienced crohn's disease ("crohn's disease") and abdominal pain upper ("stomach (stabbing, ripping, taring)"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("chronic irritable bowel syndrome (ibs)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), rash ("rashes"), dyspnoea ("short of breath"), palpitations ("heart palpitations"), dyspepsia ("heartburn"), eczema ("eczema"), tooth disorder ("dental"), general physical health deterioration ("failed health"), arthralgia ("joint pain"), dental caries ("tooth decay"), arthritis ("arthritis"), gastrointestinal pain ("digestive tract pain"), allergy to metals ("you are allergic to nickel or any other component of essure: yes\ you experienced a hypersensitivity reaction to nickel"), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with amitriptyline, duloxetine hydrochloride (cymbalta), gabapentin, hydrocortisone (hydrocortison), trazodone, root canal, extraction and surgery (underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, crohn's disease, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, rash, dyspnoea, palpitations, dyspepsia, eczema, irritable bowel syndrome, fibromyalgia, alopecia, temporomandibular joint syndrome, weight increased, amnesia, tooth disorder, abdominal pain upper, pain, general physical health deterioration, tooth loss, dental caries, arthritis, gastrointestinal pain, allergy to metals, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, arthralgia, arthritis, back pain, crohn's disease, dental caries, depression, dyspareunia, dyspepsia, dyspnoea, eczema, fatigue, fibromyalgia, gastrointestinal pain, general physical health deterioration, genital haemorrhage, irritable bowel syndrome, menstrual disorder, migraine, pain, palpitations, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, tooth loss, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. She did not sought medical treatment for hair loss, memory. Removal date provided as (B)(6) or (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Ultrasound thyroid - on (B)(6) 2015: impression: 3 mm solid nodule in the mid left thyroid lobe and small cyst at the isthmus. Otherwise unremarkable thyroid ultrasound. Lot number: 12272578, manufacturing date: 2004-12, expiration date: 2006-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pelvic pain"), crohn's disease ("crohn's disease"), abdominal pain ("severe abdominal pain") and tooth disorder ("dental") in a 30-year-old female patient who had essure (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included cervix biopsy from (B)(6) to (B)(6), pap smear abnormal, multigravida, parity 2, live birth in (B)(6), live birth in (B)(6), migraine, renal stone (patient had a history of renal stone in the past. She states that she has 11 stones on the right side and 9 stones on the left side and they are very small in size. She complains of more right renal angle pain for 2 days, now the pain is getting worse.), cancer, head injury, foot pain, endometrial biopsy, ear infection, fibrocystic breast disease, gerd, obesity, pid pelvic inflammatory disease, rheumatoid arthritis, sinus infection and hyperlipidemia. No history of migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: ortho-novum 777. Concurrent conditions included body mass index normal, rib pain, neck edema, chest pain, sore throat, cough, cold, general body pain, flank pain, back pain, epigastric pain, left upper quadrant pain, nausea, emesis, frequency urinary, urinary tract infection, constipation, headache, bronchitis, sensation of heaviness, sputum, pneumonia, fever, diarrhea, weakness, thyroid disorder, confusion, anemia, stress incontinence, insomnia, anxiety, menorrhagia, dysmenorrhea, nicotine addiction, cystitis interstitial, assault, herpes labialis, adipositas, squamous cell metaplasia and adenomyosis. Family history included colon cancer. Concomitant products included allopurinol (uric), beta-lactamase sensitive penicillins, cefixime (flexeril), ciprofloxacin, doxycycline, hydrocodone bitartrate;paracetamol (lortab), lorazepam, olea europaea oil (olive oil), propranolol, propranolol hydrochloride (inderal), sulfamethoxazole;trimethoprim (cotrim), sulfamethoxazole;trimethoprim (sulfamethoprim) and varenicline. On (B)(6)2005, the patient had essure inserted. In (B)(6) 2006, the patient experienced migraine ("severe migraines/migraines worsened"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dyspareunia ("pain during intercourse/painful during intercourse (chronic)"). In (B)(6) 2008, the patient experienced tooth loss ("teeth loss"). In (B)(6), the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced temporomandibular joint syndrome ("tmj"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6), the patient experienced pain ("all over body pain (throbbing)"). In (B)(6) 2013, the patient experienced amnesia ("memory loss"). In (B)(6), the patient experienced crohn's disease (seriousness criterion medically significant) and abdominal pain upper ("stomach (stabbing, ripping, taring)"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("chronic irritable bowel syndrome (ibs)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), rash ("rashes"), dyspnoea ("short of breath"), palpitations ("heart palpitations"), dyspepsia ("heartburn"), eczema ("eczema"), tooth disorder (seriousness criterion medically significant), general physical health deterioration ("failed health"), arthralgia ("joint pain"), dental caries ("tooth decay"), arthritis ("arthritis"), gastrointestinal pain ("digestive tract pain") and allergy to metals ("you are allergic to nickel or any other component of essure: yes\ you experienced a hypersensitivity reaction to nickel"). The patient was treated with amitriptyline, duloxetine hydrochloride (cymbalta), gabapentin, hydrocortisone acetate (hidrocortizon), trazodone and surgery (underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, crohn's disease, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, rash, dyspnoea, palpitations, dyspepsia, eczema, irritable bowel syndrome, fibromyalgia, alopecia, temporomandibular joint syndrome, weight increased, amnesia, tooth disorder, abdominal pain upper, pain, general physical health deterioration, tooth loss, dental caries, arthritis, gastrointestinal pain and allergy to metals outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, arthralgia, arthritis, back pain, crohn's disease, dental caries, depression, dyspareunia, dyspepsia, dyspnoea, eczema, fatigue, fibromyalgia, gastrointestinal pain, general physical health deterioration, irritable bowel syndrome, migraine, pain, palpitations, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, tooth loss, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. She didi not sought medical treatment for hair loss, memory. Removal date provided as (B)(6)feb or (B)(6),2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Ultrasound thyroid - on (B)(6)2015: impression: 3 mm solid nodule in the mid left thyroid lobe and small cyst at the isthmus. Otherwise unremarkable thyroid ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2019: pfs received: events-allergic to nickel was added. Reporters were added. Concomitant conditions were added. Concomitant drugs were added. Lab test was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.